Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional right side rupture and a well-defines solid lesion right breast at 11 o'clock position 3cm from the nipple measure 5x4x5mm, either a fatty lobule or small fibroadenoma." Device remains implanted.

Event description:
Health professional reported the device has been explanted.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified rupture on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b5, d6(b), h6.